Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: analysis of the returned device identified: white calcification outer device, broken plug strap and creases fold. Leak test and microscopic analysis was performed which identified: striated broken plug strap, device no leak and missing plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. Missing plug strap assessed as inconclusive. No leak was observed in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with textured product.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and "hardening." Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.